Event description:
It was reported that 2 days following a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004 a taxus express2 2.5 x 24 mm drug eluting stent was implanted into the rm1. Two days later the patient presented with symptoms indicating a myocardial re-infarct including angina, q-wave on an EKG, and myocardial ischemia. Immediate angiography performed showed that the stented vessel had totally occluded. Target lesion revascularization was not possible, therefore bypass surgery was necessary. A supplemental report will be submitted if additional information is obtained.